Manufacturer narrative:
The event occurred in (B)(6) this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the patient's infusion device was dropped in water. During initial investigation it was found there was a line going across the display of the patient's infusion device. No adverse event was reported. The infusion device will be sent for further product evaluation.